Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo® and when the physician had attempted to insert the octaray¿ catheter into the vizigo® sheath, the white hemostatic valve piece in the vizigo® sheath became dislodged in the hub, and blood began leaking back. The vizigo® sheath was replaced and the issue was resolved. The procedure continued with no further issues. There was no patient consequence.